Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2019 to banana roll and on (B)(6) 2019 to left side banana roll using the cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed right thigh on (B)(6) 2020 and left thigh on (B)(6) 2020. The affected tissue was described as mildly firm. Additional coolsculpting treated areas include above the knee and inner thighs on (B)(6) 2019 and left side banana roll, and arms on (B)(6)2019 using the cooladvantage, and coolpetite with the coolcurve and coolfit contour applicators.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to banana roll and on (B)(6) 2019 to left side banana roll using the cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed right thigh on (B)(6) 2020 and left thigh on (B)(6) 2020. The affected tissue was described as mildly firm. Additional coolsculpting treated areas include above the knee and inner thighs on (B)(6) 2019 and left side banana roll, and arms on (B)(6) 2019 using the cooladvantage, and coolpetite with the coolcurve and coolfit contour applicators.

Manufacturer narrative:
Continued additional device info. (D.4): upm2014308002. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.